Event description:
I got the essure inserted back in 2009. I am having problems with pain, have period bleeding when not on periods, multiple cysts, multiple fibroids. Painful bowel movement. FDA safety report ID# (B)(4).